Event description:
It was reported that the user experienced a hypoglycemic event during the night and stated waking with low blood glucose while using the ilet system. Symptoms included hypoglycemia. Outcomes included no hospitalization and no reported long-term impact. Investigation included attempts to obtain additional information through communication and interviews and an analysis of information provided by the user or third party. Investigation of this case revealed no findings available and the cause was not established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.